Event description:
It was reported that a user experienced a low blood glucose of 60 mg/dl and self-treated with a hotdog and chips, after which glucose rose to 244 mg/dl before returning to 130 mg/dl; the user does not announce meals and expressed concern about recurrent lows, and was counseled that the pump would continue basal delivery and that overtreatment can cause a rollercoaster effect. Symptoms included hypoglycemia. Outcomes included user education on treating lows with 10 g of fast-acting carbohydrates and rechecking with a fingerstick after 15 minutes, as well as discussion about adjusting cgm target settings and arranging additional training with the clinical team. Investigation included customer support troubleshooting and education regarding appropriate hypoglycemia treatment and pump operation. Investigation of this case revealed user-related overtreatment of hypoglycemia while using the ilet system with oral fast-acting carbohydrates, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to rebound hyperglycemia.